Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ovarian cyst and uterine dilation and curettage. Essure confirmation test(s) conducted: specify, yes. Plaintiff has undergo an essure confirmation. Concurrent conditions included: abdominal pain, vaginal bleeding and menometrorrhagia. Concomitant products included: bupropion hydrochloride (wellbutrin), clonazepam (klonopin), melatonin and ziprasidone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("hormonal changes describe: brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (other) describe: bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, anxiety, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound: scan vagina, on (B)(6) 2011, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included melatonin. The patient's medical history included ovarian cyst and uterine dilation and curettage. Essure confirmation test(s) conducted, specify yes , plaintiff has undergo an essure confirmation. Concurrent conditions included abdominal pain, vaginal bleeding and menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam (klonopin) and ziprasidone. On an unknown date, the patient started melatonin 5 mg at an unspecified frequency. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("hormonal changes describe: brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (other) describe: bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, anxiety, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received. Events: back pain, stomach pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included melatonin. Medical conditions: essure confirmation test(s) conducted, specify yes , plaintiff has undergo an essure confirmation. Concurrent conditions included abdominal pain, vaginal bleeding and menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam (klonopin) and ziprasidone. On an unknown date, the patient started melatonin 5 mg at an unspecified frequency. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("hormonal changes describe: brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (other) describe: bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, feeling abnormal, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, anxiety, migraine, headache, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered allergy to metals, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Concomitant medication and condition added. Events : pain, hormonal changes describe: brain fog, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (other)describe: bacterial vaginosis, psychological or psychiatric problems condition: depression and anxiety, migraines /headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.